Manufacturer narrative:
(B)(6)device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4) it was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred. The first target lesion was a 3.0x16mm, 80% stenosis of the proximal lad (left anterior descending). Predilation and placement of a 3.0x20mm study stent was performed. Following deployment of the study stent there was plaque shift within the vessel and a 3.0x12mm study stent was used to treat the proximal plaque shift resulting in 0% residual stenosis. A second 3.5x16mm target lesion located in the 90% stenosed proximal rca was treated with predilation and placement of a 3.5x18/20mm study stent resulting in 0% residual stenosis. The core lab report indicated that prior to the study stent being implanted, a forte es guidewire was advanced and a grade c extraluminal dissection occurred in the proximal rca. The study stent was placed to treat the dissection. There was some remaining dissection post stent placement with staining present at the end of the procedure. The patient was discharged one day post procedure on aspirin and clopidogrel.